Event description:
It was reported that, on the evening of the system implant, the patient had an inappropriate shock due to oversensing of noise. It was suspected that the noise was likely caused by residual air at the electrode site. The next morning, the patient received another inappropriate shock due to noise. The system was programmed off and compression was applied while waiting for the air to dissipate. There were no additional adverse patient effects. The system remains implanted.